Manufacturer narrative:
The investigation for the reported saturated flow has been completed. Only the pump was returned for investigation. A significant amount of biomaterial was observed on the impeller and in the purge gap. No physical abnormalities were noted. A high purge pressure alarm appeared during the purge testing. Additionally, the pump was unable to start, showing a high motor current alarm during the test run. Data logs show a gradual 12 minute rise in purge pressure followed by saturated pump flow after pump was inserted into body. The cause of the high purge pressure issue was biomaterial based on returned product and data log review. The saturation of pump flow was caused by the ingress of biomaterial. Added-d9 device return date, h6 med dev prob code 1491 in accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Shortly after the implant, there was a high purge alarm. Low purge flows were noted. The purge cassette was replaced with no avail. The automated impella controller (aic) was replaced with no resolution. Eventually, placement signal showed signs of pump saturation. The impella cp was replaced.